Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/01/2016 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. During testing, all of the keypad buttons were under responsive. The keypad was removed and contamination was found under all of the button contacts. Unrelated to the complaint, investigation revealed the following: the battery compartment was cracked; the display lens was peeling up and the display was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.